Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set ) during dwell 3 of 4 on the home choice (hc) and the supply bag connection was loose. The technical service representative (tsr) instructed the home patient (hp) to cycle the power and cleared the alarms. The tsr explained the alarms. The hp would discard the supplies and finish with manuals. The hp stated the empty solution bag connection was loose. The hp would contact the registered nurse (rn) about the air detect alarm during connection. The caregiver (cg) contacted product surveillance (ps) on (B)(4) 2012 regarding the system error 2240. Per the cg, she did not connect the solution bag tight enough and the bag disconnected. The cg stated they did a manual drain and contacted the peritoneal dialysis nurse (pdn) who advised them to end therapy for the night. The cg stated the hp resumed therapy the follow night on the cycler without any problems. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the supply bag and the line, which is a use error that can cause system error 2240 alarms. The home patient (hp) stated the empty solution bag connection was loose. Per the cg, she did not connect the solution bag tight enough and the bag disconnected. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.